Event description:
Event verbatim (preferred term), burn blister; (burns second degree). Case description: this is a spontaneous report from a contractable consumer via a non-clinical-study program 'brand websites for division consumer healthcare germany' from a contractable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare joint & arthritis pain neck,shoulder & wrist), on an unspecified date, at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced 2 burn blisters on the neck on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. The reporter considered the event to be non-serious and related to thermacare. Additional information has been requested and will be provided as it becomes available. Based on the information provided, the event burn blister as described in this case, is considered a serious bodily injury, potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Two red clearly filled burn blisters/ sharp pain [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) on an unspecified date, at an unknown frequency for muscle tension. No lot # available as the product was thrown away. The patient medical history included muscle tension and contraception. No concomitant medications were used. The patient had previously used thermacare for the back and experienced burn blister. The patient reported that she applied the heatwrap in the morning on (B)(6) 2015, and 7 hours later in the late afternoon she felt a sharp pain that forced her to remove the patch immediately. The patient experienced two red clearly filled burn blisters in the neck area (right and left from the spine) on (B)(6) 2015. The action taken in response to the event for thermacare heatwrap was unknown. No surgery was necessary, no treatment, and no permanent damage. The outcome of the event was recovered after 1.5-2 weeks on an unspecified date in 2015. The reporter considered the event to be non-serious and related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information reported from the contactable pharmacist included: patient details, relevant history, product indication, event onset and stop date, event description, and event outcome. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Required intervention.